Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion. Device data was sent to engineering for review. Data analysis revealed the device exhibited an increased power consumption and recommended device replacement. This device remains in service. No adverse patient effects were reported.